Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set had leaked from the filter. They stated that the event had occurred one year prior to them reporting it to mmd, but they had saved the packaging for the administration set. When they provided the part and lot number, they were for an administration set that does not have a filter. Mmd did follow up with the initial reporter, and they stated that there had been no adverse effects to the patient due to the complaint. No further information was provided. (B)(4).